Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report needing assistance to reprime the patient line which occurred on home choice (hc) during initial drain. The care giver (cg) stated that she forgot to open the patient clamp on the patient line during priming. The cg stated that the hc was in initial drain without the home patient (hp) connected. The baxter technical service representative (tsr) explained to the cg to start over with new supplies. The tsr assisted the cg to cycle power and end therapy. The hc is operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error . The patient stated that the patient line clamp was closed during priming. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.